Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient presented with c5-6 hnp. The patient underwent acdf c5-6 using allograft, rhbmp-2/acs, a cage, and a k2 plate. On (B)(6) 2007 the patient presented with painful degenerative disc disease with disc herniation l5-s1. Patient had failed conservative treatment. The patient underwent alif of l5-s1 using allograft bone, rhbmp-2/acs, and a pyramid plate. Per the operative report, the bmp was placed within the interbody bone dowels, and additionally was packed anteriorly. There were no noted complications. It was reported that the patient sustained unspecified injuries.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with painful degenerative disk disease with disk herniation, l5-s1. The patient underwent the following procedures: anterior lumbar decompression, l5-s1. Anterior lumbar fusion, l5-s1. Insertion of interbody cage, l5-s1. Allograft bone. Anterior lumbar plating using a plate. Image intensification. As per-op notes, ¿ the l5-s1 level was exposed. Appropriate size bone dowels were selected, packed with rhbmp-2 bone graft and inserted to appropriate depth. The remaining rhbmp-2 bone graft was packed anteriorly and appropriate plate was selected. It was placed on l5-s1.¿ the patient was stable.